Event description:
During troubleshooting for a check patient line alarm, it was reported that air was observed in the patient line. The patient was connected to the device at the time of the observed air for fill one of three of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that could have caused or contributed to the air in the tubing. The patient was advised to start therapy over using new supplies and to contact their nurse regarding the event. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.